Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high threshold on the lead. It was noted the customer had problems handling the lead. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant. The analyst noted three mdt stylets were returned, all 3 were found bent damaged at implant attempt. Used a fresh mdt gray -58 and test passed without issue. No issue with lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.